Event description:
The disposable loading unit was used with stainless steel instrument during a lobectomy. Bleeding was observed at the application site. The surgeon manually sutured to correct the condition. No pt injury reported.